Event description:
It was reported intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) of 600 mg/dl with large ketones that were considered life threatening by a healthcare professional on (B)(6) 2024. The customer attempted to self treat with a supply change and manual dose injection, but was treated in the ICU with IV and insulin pen. The customer was released from the ICU on (B)(6) 2024. Reportedly the customer was using admelog brand insulin which is considered off label insulin use.

Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.